Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and tactile inspected. Inspection revealed kinks in the hypotube,collar damage (notched), tip damage (ovalized), and the entire distal shaft flattened. Functional testing was done by loading the stented device in the collar, but the stent could not advance in the distal shaft, due to the shaft damage (flattened shaft). The collar was also measured with a calibrated pin gage. The tip could not be measured due to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 07-aug-2018. It was reported that the stent failed to cross the guidezilla. The 90% stenosed target lesion was located in the mid left anterior descending artery. A 6f guidezilla¿ ii guide extension catheter was selected for use. During the procedure, it was noted that a synergy stent would not pass the entrance to the shaft. Another synergy stent was used; however, the same issue occurred. Then, the guidezilla was then pulled out and replaced with another 6f guidezilla, and the stent passed through the shaft of the guidezilla and into the lesion. No patient complications were reported and the patient status was well. However, device analysis revealed that the collar was notched.